Event description:
It was reported that the spinal cord stimulator (scs) was not helpful for patient's pain and any of the programs used were making the pain worse. It was also noted that there was tenderness to palpation over the implantable pulse generator (ipg) site. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160492, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160711, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7105947, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7104932, UDI: (B)(4).